Manufacturer narrative:
Eval summary: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
During device set-up it was reported that the disposable could not be placed securely into the hardware. The heat exchanger of the fluid warming infusion set was too long. No pt injury or adverse event was reported.